Event description:
The sensor was difficult to insert from the beginning. Blood was seen backing-up through the umbilical artery catheter. The customer flushed the line and tried re-inserting the sensor. Difficulty with insertion persisted; it would not move. The sensor never showed the black indicator. The customer retracted the sensor and noticed that blood had backed - up through the entire sensor and into the "pom".